Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient admitted on (B)(6) 2024 for rectal bleeding. The pump was functioning as intended with no indication of malfunction or thrombosis. The patient had several low flow alarms (lfas) prior to arrival that were likely attributed to hypovolemia. The lfas resolved with intravenous (IV) fluids. The event log file captured intermittent few momentary low flow estimate & lfas with high calculated pulsatility index (pi) from (B)(6) 2024. The estimated flows were averaging from 1.7 to 1.9 liters per minute (lpm) and pi was averaging from 11.4 to 12.4 during the events. The event only captured data from (B)(6) 2024 as older data was overwritten by the intermittent lfa events, routine pi and routine power disconnect during power change. It was communicated on (B)(6) 2024 that the patients complete blood count (cbc) was monitored and had stabilized. No additional gastrointestinal work up was needed, and the bleeding was stated to have resolved. No transfusion was needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms which the account attributed to hypovolemia. The submitted controller event log file contained events from 04jun2024 through 05jun2024. Transient low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. The IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). This section also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient condition can result in low flow. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. This section also lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.